Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2019, with blood glucose of 19 mg/dl. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer was treated with food and glucose tablets. The drive support cap was flush. Emergency medical service was dispatched as a result of low blood glucose. Customer also reported button error. Customer does not allege that insulin pump was under delivering. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.